Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a wound on the shoulder under the straps. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an antibiotic cream for the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.